Event description:
Customer was reportedly "out of it" with blood glucose results of 196 mg/dl obtained on the advantage system. A result of 21 mg/dl was obtained 20 minutes later on paramedic's meter and customer was treated with a glucose IV; low blood glucose symptoms improved. Requested return of suspect device and replacement was sent.